Event description:
It was reported that the "device did not do what it was supposed to do." The patient's battery was supposed to last for 10 years but worked for 4 years, and the stimulator was replaced in (B)(6) 2012. The reporter had limited information because the insertion procedure was done at another facility. The device was initially implanted for pain control. No patient events were known to have contributed to the battery's depletion. No further information regarding the stimulator was available. The device's leads were intact, but further information regarding the leads was unavailable. No further information was available regarding the patient's outcome.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).